Event description:
Us complainant reported the patient was on impella cp support and they had a hematoma at the access site. Pressure was held, but the bleeding worsened significantly after. Products were given to the patient and the impella was removed. The patient survived the event.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation access site bleeding has been completed. The pump was returned for inspection and not abnormalities were observed. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis.